Event description:
It was reported by nova biomedical, that a consumer received two results of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 15 units of insulin. The consumer experienced a hypoglycemic event which did not require any medical intervention. It was found during the phone call, that the consumer has been using expired test strips and the test strips were opened longer than the recommended 50 days directions for use. The consumer also reported, that she stores her test strips in the bathroom which is against our directions for use, which may compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.